Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, a steady decline in sensing and episodes of noise was observed on the right atrial lead. Lead revision was discussed. The patient is stable and will continue to be monitored.

Event description:
New information received notes that when the patient presented for device change due to normal elective replacement indicator (eri), the atrial lead was capped and replaced on (B)(6) 2020 due to previously reported noise and decreased sensing issue. The patient was stable